Event description:
Information was received that the cadd extension set has severed at the connector. Clinician unsure how long the patient went without medication. Medication was veletri. No reported adverse effects.